Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the right groin. As the md was inserting the iab into the sheath it became stuck. As a result, the md removed the catheter from the sheath and inserted another iab with success. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.